Event description:
A customer contacted baxter's technical service center to report having a check lines and bags alarm with the homechoice (hc) machine during prime. The nurse stated that one of the solution bag ports was pinched shut. The nurse stated she disconnected the solution bag and replaced it with a new solution bag. The technical service representative (tsr) advised the nurse that when changing out the supplies, all the supplies needed to be changed out. The tsr had the nurse start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nursing home's supervisor regarding the reported event. The supervisor stated she was not aware of the event, but stated that the home patient (hp) was doing well on therapy and did not have any issues following this event. No further information was available. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for re-use of a single use product was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.